Event description:
Same case as MDR ID# 2134265-2015-04078, 2134265-2015-04080, 2134265-2015-04079 and 2134265-2015-04081. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and sled to perform automatic pullback.. It was noted that the automatic pullback stopped and replacement of another opticross¿ imaging catheter and a sled was done. However, automatic pullback did not work again. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).